Event description:
Boston scientific received information that during a latitude follow-up several inappropriate shocks were noted caused by noise on the right ventricular channel. The patient was called in for an office visit and decreased sensing and increased threshold measurements were also observed. It was concluded the right ventricular (rv) lead had dislodged. A repositioning procedure was scheduled. No adverse patient effects were reported.

Event description:
Information was later received that this lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.